Event description:
(B)(6) clinical study. Same case as MDR ID# 2134265-2013-03145. Same case as MDR ID# 2134265-2013-03361. It was reported that post a stenting treatment procedure, a myocardial infarction occurred. (B)(6) 2012 - the patient presented with stable angina. The physician treated two vessels during the procedure. The first vessel was a restenotic lesion of a previously placed unknown bare metal stent, located in the 1st rpl with 90% stenosis and was 10 mm long with a reference vessel diameter of 2.5 mm. Which was treated with pre-dilatation and placement of a 2.25 mm x 16 mm ion stent. Following post-dilatation the residual stenosis was 0%. The second target lesion was also a restenotic lesion of a previously placed 3.0 x 12 mm taxus express stent located in the mid rca. The lesion was 80% stenosis, 28 mm long with a reference vessel diameter of 3.0 mm which was treated with placement of a 3.00 mm x 32 mm ion stent. Following post-dilatation, residual stenosis was 0%. The next day, post procedure/prior to discharge, the patient was noted to have had an elevation in cardiac enzymes and a myocardial infarction occurred. The event was considered resolved without residual effects and the patient was discharged on the same day on aspirin and clopidogrel.

Manufacturer narrative:
Patient identifier: (B)(6). Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).